Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the female telescope and sheath were detached. Regarding the female telescope detached, since no deviations in the manufacturing process were identified during the device history record review, it is probable that the female telescope assembly suffered important forces over it due to handling of the device prior to procedure, which could cause the detachment found. All compiled information on this investigation determines that the most probable cause is: cause not established.

Event description:
Reportable based on device analysis completed on 28feb2024. It was reported that an imaging issue occurred. The target lesion was located in the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the device could not show the image. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the female telescope and sheath were detached.